Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states pt complained of thigh pain and instability with poor quad function and patella tracking. Instability noted at roughly 20 deg flexion. Frozen section and labs not indicative of infection. Femoral sleeve was not ingrown and was re-prepared and replaced. Tibial and stem were also removed and replaced, but sleeve was found to be ingrown and well fixed. A patellar tendon allograft was used. It also states loosening of the unknown component at bone to implant interface.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.